Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a40 silver series at a third-party service center, the event log was reviewed and there was a ventilator inoperative error code, e-45, indicating 3 reboots occurred within 24 hours. The service manual recommends "short term - press the start/stop key followed by the right key to reset the machine and/or examine error log for reasons for reboots - proceed accordingly." However, the available documentation did not specify which component replacement would be required to resolve the issue. In additionally, the blower calibration (sensor) failed, and the unit was disassembled, the air flow connection, was verified; after the run instep, the unit was retested. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly."